Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller ((b)96)) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the available autologs report revealed a controller power-up and associated pump start event logged on 29/jan/2026 at 20:23:12, indicating a loss of power to the controller. The data point recorded prior to the loss of power indicated the (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded after the loss of power indicated (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for forty-eight (48) seconds. As a result, the reported controller loss of power event was confirmed. Of note, raw log files were not available for analysis and con428362 was loaded with a software containing an unapproved pump start algorithm. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an unexpected loss of power as seen on the log files. It was suspected this occurred due to a double disconnect of power sources. The patient did not mention the event, but it was seen on log files. The controller remains in use. No patient complications have been reported as a result of this event.